Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A talent stent graft system and endurant cuff were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that there was a type ia endoleak and the previously implanted endurant cuff and the talent device were observed to be positioned at the same level. The physician believed that the type ia endoleak was due to disease progression. The physician decided to implant heli-fx endoanchors to treat the type ia endoleak. During the procedure, the heli-fx applier battery started making a slightly strange torque sound upon loading. It was also reported that the guide catheter became difficult to maneuver after implanting the 4th endoanchor. A new applier and guide were used and the procedure was completed successfully. The physician stated that the cause of the torque sound and guide deflection issue could not be determined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.